Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device jaws were stiff and would not open smoothly during the case. After a seal cycle, the surgeon checked the pt cavity and found an unidentified object. The material was retrieved and will be sent back with the device for eval. There was no pt injury.